Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on (B)(6)-2021. The device evaluation was completed on(B)(6)2021. It was reported that a 49-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade (CT) requiring pericardiocentesis. It was noted that this patient had a medical history of huge atrial septal defect (asd)/ patent foramen ovale (pfo), pulmonary hypertension, eisenmenger syndrome. The patient suffered a pericardial effusion mid procedure. Intervention was provided and ¿830 cc effusion tapped¿. Patient outcome was reported as fully recovered. The patient required extended hospitalization because of the adverse event for observation. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation (mre) was performed for the finished device 30527409m number, and no internal actions related to the reported complaint condition were identified. Initially, the product lot number was reported as unknown. However, during the product investigation, the lot number was able to be retrieved from the returned device. Therefore, d4. Lot , d4 expiration date, and h4. Device manufacture date have been updated on this report. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade (CT) requiring pericardiocentesis. It was noted that this patient had a medical history of huge atrial septal defect (asd)/ patent foramen ovale (pfo), pulmonary hypertension, eisenmenger syndrome the patient suffered a pericardial effusion mid procedure. Intervention was provided and ¿830 cc effusion tapped¿. Patient outcome was reported as fully recovered. The patient required extended hospitalization because of the adverse event for observation. A transseptal puncture was not performed. Prior to noting the CT, ablation was performed. There was evidence of steam pop. The event occurred during ablation phase. Irrigated catheter was used in the event and the flow settings: 2ml/min lowflow, and then it was 15 ml/min during 40 w ablation. The correct catheter settings were selected on the generator. The pump switching from low to high flow during ablation. Force visualization features were used: graph, dashboard, vector, visitag. Visitag module was used and the parameters for stability were used: size 1 ball, 2.5 mm, 5 seconds with no additional filter used with the visitag.